Event description:
It was reported that noise and decreased sensing were observed on the right atrial (ra) lead. Abbott technical support was contacted and suggested performing provocative testing. No intervention has been performed at this time. The patient was in stable condition. Additional information was requested but is not yet available.